Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 5 not detected on bus. A field service engineer (fse) replaced card and still was not able to get door 5 working. Further the fse tested latch, and it opened without issues but the door 5 failed. Then the fse found that door 5 in the tower was not recovering despite multiple component replacements. Further isolation identified a faulty white bus cable connecting the tower to the medstation, which was causing insufficient power delivery to door 5. The defective cable was replaced, after which the door functionality was restored. Post-repair testing in diagnostic mode confirmed all doors were operating normally without issues, and the customer was able to successfully recover the door. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 5 was failed to open. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.